Event description:
A malfunction was reported on a pump, but no notable events occurred before the malfunction, and there was no adverse impact on the customer's blood glucose level. The caller had not previously reset the pump for this issue, so technical support provided instructions and assisted with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.